Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. In this case, it appears that the prostyle device needles were deployed through the non-abbott device sheath. This interaction can occur due to multiple access sites and would subsequently contribute to the reported damage. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a pulsed field ablation (pfa) interventional procedure using a small-bore sheath (</=8f). Reportedly, the prostyle sutures caught the adjacent sheath and entrapped it. Cut down surgery was performed. There were no adverse patient sequelae. There was a reported clinically significant delay in the procedure or therapy and hospitalization was prolonged due to the need for the cut down surgery. No additional information was provided.